Event description:
On april of 2009, we received a letter from the patient's lawyer stating that they had been an incident back on (B)(6) 2007 where patient was burned during a procedure by the dentist at his dental clinic while using the hand piece with blade option that was being claimed to have been included with the bonart's art-e1 electrosurgery unit. Based on the letter we have gotten, we have forwarded all claims from the patient and doctor to our product liability insurance (B)(6) to handle the claim. A memo indicating this incident was forwarded to the manufacturer (bonart co., ltd.-(B)(4)) of this unit on april 17, 2009 for them to do their own internal investigation of the cause.